Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, pre-operatively in a laparoscopic tep hernia procedure on installing the trocar, the device balloon physically broke. They changed the device to complete the case and resolve the issue. The patient was alive with no injury.